Event description:
It was reported that the external pulse generator's ventricle current was not working properly. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the generator was malfunctioning, however analysis did find that the encoder flex was damaged, the upper and lower cases and side bail covers were broken, that the battery release, ring cover, heart block, heart wire contacts and battery drawer were contaminated, that the battery contacts were compressed, the ring bail was bent and the keyboard was scratched. Further analysis was performed on the encoder flex circuit. This analysis found that there were open circuits at three locations. Loss of signal continuity caused out-of-specification device knob operation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).